Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed and displayed error code 244.3020. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of error code 244.3020 was identified and replicated in the dchu laboratory. ¿ the error was identified as: failure = bad_unpowered_state_failure. ¿ internal inspection revealed liquid residue, corrosion, and rust in several electronic components, most notably in the integrated circuits q7 and q21. Capacitors c76 and c77 were observed to be damaged and short-circuited. ¿ conductivity paths on the logic board showed signs of moisture and corrosion. ¿ externally, the device does not exhibit any failures. For testing purposes, the logic board and motor controller board were temporarily replaced with known good parts. ¿ the pump module was programmed with an infusion rate of 125 ml/h observed in the last programmed infusion in the logs, for 24 uninterrupted hours. ¿ it passed the test without errors and according to specifications. Pump module error logs showed errors on the date (B)(6) 2025, the channel error 244.3020 several times were showed on, (B)(6) 2025, 2:14:43 am, 2:16:34 am, 3:17:41 pm and 12:00:05 am date (B)(6) 2025 various infusions programmed and started at different rates ¿ 10 ml/h (vtbi 30 ml) at 12:52:46 am ¿ 200 ml/h (vtbi 100 ml) at 12:53:29 am ¿ 10 ml/h (vtbi 29.997 ml) at 1:25:40 am ¿ 125 ml/h (vtbi 500 ml) at 1:48:01 am channel errors: ¿ (B)(6) 2025 alarmed at: o 2:14:43 am o 2:16:34 am o 3:17:38 pm o 3:36:59 pm o 9:51:58 pm ¿ infusion was paused, restarted, and finally stopped. A channel error message indicates a problem with the channel's hardware or software, stopping its operation while others continue. To silence the alarm, press confirm. Obtain a new module, and if needed, restore any unaffected channels that were reconnected during the alarm. Return the faulty module to the biomedical department. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, please replace the logic board and the motor controller board, ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported error 244.3020 was identified and attributed to the poor condition of the electronic components of the logic board and motor controller board. Note that this report lists imdrf annex a1801, a040502, g04067, g04037, c23, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump alarmed and displayed error code 244.3020. There was no patient involvement.